Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive up button due to corroded keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to unresponsive buttons. No unexpected numbers ramping or scrolling during our testing. The insulin pump had cracked lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that they turned the device on and off and the numbers continued to scroll up on their own. Customer's blood glucose reading was 34 mg/dl. Customer attempted to unsuspend the device but none of the buttons worked. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.